Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a full black screen on their insulin pump. The customer stated their insulin pump would not turn on. The customer stated they did not expose their insulin pump to extreme temperatures. Customer's blood glucose was 300 mg/dl. Customer's black screen was not resolved at the end of the call. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with full segment display due to faulty connector on the interface board. Displacement test and self-test were not performed nor watchdog timeout alarm was verified due to full segment display. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.